Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing unintended abdomen stimulation from her scs system. A CT scan showed the patient's scs lead has moved. Additional information received identified the patient's scs lead was explanted and replaced with a new one. The new lead was repositioned and the patient reported receiving effective stimulation postoperative. The reported issue is resolved.